Event description:
It was reported that during a scheduled device replacement surgical procedure, the existing dual coil right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) device but exhibited high out of range shock impedance measurements greater than 200 ohms. The device was noted to be in the pocket when performing the measurements. Surrounding equipment was turned off to rule out any electromagnetic interference (emi). The rv lead was reconnected in the device header port two times. The physician noted that the lead terminal was tight in the device header port, but the lead terminal pin was visually confirmed to be past the connector block in the header, and the header set screws were secure. Continuing to troubleshoot, the physician then switched the high voltage rv lead terminal pins in the opposite device header ports. A vector breakdown was performed in both configurations and a shock impedance measurement of 45 ohms was observed in the rv lead distal coil to device can vector. This measurement is within normal specification limits. A second new ICD device of the same model was attempted but with the same high out of range shock impedance results. Finally, the lead was reconnected to the original ICD device again, and the shock impedance measurement was greater than 200 ohms. Boston scientific technical services (ts) suggested that based on the troubleshooting results, there may be an issue with the rv lead proximal coil and advised to program the rv lead to use only the distal shocking coil instead of both shocking coils. The new ICD device was implanted, the existing rv lead remains in-service and the surgically procedure was successfully completed prior to pocket closure. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.